Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic bronchitis and chronic pulmonary obstructive disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Upon further review, the allegation of chronic pulmonary obstructive disease was assessed and determined to be a serious injury. Section b1, h1, and h6 has been updated on this report. As previously stated, the manufacturer's investigation is ongoing, and a follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic bronchitis and chronic pulmonary obstructive disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not yet been returned to the manufacturer for evaluation.